Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's insulin pump went into threshold suspend when their blood glucose was 44 mg/dl. The customer treated with glucose for their low. The customer's current blood glucose was 59 mg/dl, which was treated with glucose tablets. The customer did not troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.